Event description:
It was reported that the interbody cage broke during insertion. Surgeon then removed the cage. This resulted in an extension of the case by 1-hour. It was reported that it is possible that a fragment of the cage remained in place. There was no patient injury reported as a result of this situation.

Manufacturer narrative:
Surgeon reported that the bone in the area of insertion was harder than expected. The device has not yet been returned for evaluation. This type of event is not unanticipated as the instructions for use (IFU) contained in the packaging of this product states that excessive torque applied to the long-handle insertion tools attached to the insertion holes or direct application of loads of the threaded or small area of the cage component can split or fracture the cage implants. Surgeons should ensure that the disc space is cleared out, properly distracted and that excessive torque is not applied during insertion or manipulation to minimize events of this nature.